Manufacturer narrative:
This follow-up report is being submitted to document that the device has been returned to the manufacturer for investigation. Section d9 has been updated to reflect that the product was returned for investigation.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 75-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). Patient's comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage c. The cp was placed in the right femoral artery in the cardiac catheterization lab. Upon arrival to the cvicu, the patient was also placed on va-ECMO via left femoral artery and left femoral vein. Cardiothoracic surgery attempted placement of an arterial line in the right superficial femoral artery and was unsuccessful, which may have contributed to vessel trauma. Pressure was held below the impella access site over the superficial femoral artery. Bleeding was noted from the superficial femoral artery and right groin area. The patient required multiple units of blood (approximately 6 units of packed red blood cells). Vascular surgery was consulted, and the patient was taken to the operating room urgently for vascular cutdown and repair of the right femoral and superficial femoral arteries, as well as impella cp removal. The patient survived to explant. Bleeding may occur in the setting of access-site complications, anticoagulation/purge requirements associated with impella support, failed vascular access attempts, and multiple device insertions in critically ill patients.

Manufacturer narrative:
The product is returning. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Updated/selected h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details, no product defect found during evaluation.